Manufacturer narrative:
Following the evaluation of the returned device, it was found that the internal components (cams) were improperly installed during the assembly process and did not fully engage with the gear racks when the brake handles were in locked position. An additional space was created between the tooth locks and gear rack as a result of improper installation causing the longitudinal slip motion of the device. A replacement device with correct assembly/installation of the components was provided to the customer.

Event description:
During patient positioning the levo dual motion base was slipping in the longitudinal direction while locked. It was especially noticeable when the patient was in reverse trendelenburg position.

Event description:
During patient positioning the levo dual motion base was slipping in the longitudinal direction while locked. It was especially noticeable when the patient was in reverse trendelenburg position.